Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. It was further reported that the device used was 2mm x 40mm x 145cm coyote es balloon catheter.

Manufacturer narrative:
(B5) describe event or problem updated. Corrections: (d4) model number correct from 24707 to 24691. (D4) lot number corrected from 0025295877 to 0024212675. (D4) expiration date corrected from 03/03/2022 to 08/04/2022. (D4) unique identifier (UDI ) # corrected from (B)(4) to (B)(4). (H4) device manufacture date corrected from 03/03/2020 to 08/05/2019.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.